Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin as well as using supplies beyond labeling. Tandem technical support provided proper insulin/cartridge labeling to the customer. The customer replaced the infusion set and resumed insulin therapy. Customer's blood glucose was 115 mg/dl.